Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the closure device released prematurely. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system and watchman ® access system were used. A partial recapture was performed as the device was positioned too distal. The closure device was deployed; however, it inadvertently released from the core wire prior to the counter turn on the deployment knob. The closure device remained implanted since it was in the correct position and there was a compete seal. No patient complications were reported the patient status is fine.